Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd maxzero needleless connector had leakage. The following information was provided by the initial reporter: the customer stated they had 2 max zeros leaking at the hub of connection with a nexiva. They were transferred to CT from another department so they did not have item numbers or lot numbers. Additional information received from the customer: can you please provide an exact date of event in mm-dd-yyyy format? 2/21/26, the other incident was prior to that date but I am not sure of the exact date. Could you please confirm whether the two reported leaking events involved the same patient or two different patients? Different patients. What was the medication/fluid in use at the time of the event? Saline. Was this a chemotherapy drug? No. What was the impact to the patient or hcp? No impact, changed for a new cap and it was fine. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.